Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend jaws would not open when gripping patient tissue. The slide button also didn't work. The surgeon was able to slide the instrument off the tissue safely without injuring the patient. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The vessel sealer extend was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage on the distal end observed during testing that would have caused the failure. The instrument was fully functional. No product issue was identified.